Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown.

Event description:
Pinnacle mom litigation record received. Litigation alleges biologic corrosion and friction wear caused cocr metal ions and particles to be released into the plaintiff's body resulting to bodily injuries, pain, discomfort, crushing or popping noises, difficulty standing or walking, hip fractures or dislocations, fatigue, infection, necrosis, metallosis, and inflammation causing damage or death to sorrounding bone and tissues. Doi: (B)(6) 2008; dor: not reported (right hip).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.